Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal gablofen 500 mcg/ml at 254 mcg/day. The indication for use was intractable spasticity. The patient went to get her pump refilled on (B)(6) 2016, and they were unable to access the septum. The patient reported that she had felt the pump "move" in the pocket. The pump was not anchored down with sutures. A dacron pouch was used. The patient was sent to the surgeon, and she was scheduled for pump revision on (B)(6) 2016. On (B)(6) 2016, and the pocket was opened and the pump was flipped over. The pump was then refilled with new drug and replaced into the pocket correctly and tied down at 4 points with 0 silk suture. The pump remained in the dacron pouch and was now sutured down to fascia. The issue was resolved. The patient's status was "alive - no injury." The patient's medical history included multiple sclerosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.